Event description:
It was reported that this implantable lead was part of a system revision due to a pocket infection. There was no additional adverse patient effects were reported. This implantable lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.